Event description:
Reportable based on analysis completed on (B)(6) 2014 it was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous unspecified vessel. A 2.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation, however, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with no other devices. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The distal tip was damaged. The shaft and balloon were microscopically examined and scratches over the distal markerband were revealed. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and at the end of the scratch a pinhole in the balloon wall was revealed. There was balloon material lifted around the pinhole. There were scratches in the balloon material located at the proximal and distal end of the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).